Manufacturer narrative:
(B)(4). The actual sample was discarded. A companion sample was available and requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. Two companion sets were placed on machine for priming and run with no alarms noted on one set, 2nd received low volume drain (bags flipped and set was resumed with no further alarms). The complaint was confirmed in the lab for low drain volume alarm. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that there was air in the patient line and the hc had been in initial drain for a long time. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a low drain volume alarm with air in the patient line and he said he was able to resume therapy after starting over with new supplies. He said he did not notice anything unusual with the supplies. There was patient involvement but no reported injury or medical intervention.